Event description:
A customer reported receiving a reading of 118 mg/dl on his adc meter at 10:15pm on (B)(6) 2012 that was higher than he felt. The customer reported he then went to sleep. On (B)(6) 2012 the customer "passed out" at about 3:00am, and experienced a loss of consciousness. Paramedics were called and checked the customer's blood sugar and obtained a reading of 40mg/dl on their meter. The customer was transported to a hospital, but stated he was "disoriented and does not remember all the treatment and services provided". He remembered "being given heat at the hospital to raise his body temperature, because his body temperature was very low." The customer was diagnosed with hypoglycemia, but did not know if glucose was administered, or if he received any other medication not previously prescribed. There is no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information has been submitted. (B)(4).

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1250716) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed. (B)(4).